Event description:
It was reported that during a low anterior resection, the anvil failed to engage with the stapler and was not able to be fired which resulted in more colon needing to be removed. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.